Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the bd intima-ii 24gax0.75in had foreign matter the following information was provided by the initial reporter; on (B)(6) 2023, the child was equipped with an indwelling needle before puncture, and the tip of the newly opened indwelling needle was found to be hairy, so it was replaced.

Manufacturer narrative:
1. Update in the attachment: there is a human hair-like foreign matte on the outer surface of the indwelling needle, about (1.5-2) cm long, located on the outer surface of the yellow connector and extending to the junction with the prn. 2. No actual samples and photos are returned. 3. DHR/bhr review(lot#1308299): 1)this batch of products were assembled at intima ii auto line 4 in december 2021, and packaged at r240 packaging line in december 2021. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4. Check the retained samples of the complaint batch, and no foreign matters such as hair are found. Please see attachment (B)(4) for the inspection report. 5. The hair most likely came from the operator. 6. Actions have been taken: the manual placement area of the r240 package line has been equipped with a dustproof cover to isolate the hair that may be dropped by the operator, and a vacuum cleaner has been installed inside the dustproof cover to remove the hair and foreign matter on the surface of the product before the unit packaging is sealed. Please see attachment (B)(4) for the the photos. 7. The complaint is publicized before the shift, requiring to check the operator's clean clothes on each shift, with emphasis on the operator's sleeves and collar to ensure that they are properly worn and to avoid hair from the operator falling into the product. Conclusion(s): no abnormality is found on process and retained samples, the hair is most likely from the operator, the plant has always paid great attention to this issue, taken some actions and will continue to monitor it. H3 other text : see narrative.

Event description:
No additional information provided.